Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states the customer's blood glucose level was in the 90mg/dl, but had been as high as 500mg/dl. The customer treated with the pump and manual injections. The mother was advised to upload the pump to carelink for further troubleshoot. The mother states they would be doing so and calling back to continue troubleshoot.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's father reported via phone call that he was returning someone's call regarding an event that was recently reported. The father was asked if the replacement pump solved the issue with high blood glucose levels. However, the father stated that the customer lives with his mother, and we would have to follow up with her. Advised that we would check with the customer's mother.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The bolus wizard functioning properly per bolus wizard. The test blood glucose meter communicated properly to pump. The insulin pump downloaded properly to the carelink software noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.